Event description:
The customer reported a collimator potentiometer error on the 2800 system when booting up. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an onsite investigation. The rep ordered a replacement collimator potentiometer. Replacement is to be done by fse when part arrives. The system is currently not operating.